Event description:
It was reported that implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that patient is scheduled for a generator change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information from the field indicated that patient is scheduled for a generator change. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: impact codes. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.